Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed but the exact cause remains unknown. One 4.5 fr microintroducer was returned for investigation. The dilator portion of the microintroducer was not returned. The grey sheath was observed to be kinked at the proximal end of the sheath portion. Blood residue was visible within the orange pull tabs. Microscopic observation of distal tip of the sheath revealed it to be bunched inwards and slightly compressed. A longitudinal split was present at the location of the deformation at the sheath tip. The longitudinal split was observed to be rough and slightly angled with the deformed, bunched tip section. The bunched tip suggest the sheath may have experienced resistance during initial advancement of the device; however, the exact cause of the split formation remains unknown. A review of the manufacturing records did not reveal any evidence to suggest a manufacturing related root cause contributed to the reported event. The product instructions for use (IFU) contains information which may have prevent the resistance experienced. The IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of thesheath and dilator. Verify institutional guidelines concerning the use of a scalpel prior to making incision." Since the damage on the sheath tip was observed, the complaint is confirmed but the exact cause remains unknown. Photos of the sample will be forwarded to the manufacturing facility for further evaluation. Reynosa evaluation complaint due to ¿a crack was found on the peelable sheath¿ was confirmed but the exact cause is unknown. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual performed at vad lab the following was concluded: the vessel dilator was not present within the sheath. The orange tabs appeared to be intact. A closer view of the grey sheath revealed a kink near the orange tabs which appeared to be caused by insertion against resistance. The distal tip of the sheath was found to be bunched inwards and compressed. A longitudinal split was observed at the same location. Damage during the manufacturing process may be a potential root cause/contributor to the observed sheath damage but also a manipulation of the sample could be a potential factor as well. The longitudinal split and bunched tip showed in the pictures cannot be concluded at this point as manufacturing process related either. No findings from the DHR review indicated a manufacturing/processing related event. Possible contribution factors: risks of damage during clinical procedure, handling or use etc. Therefore, as the definitive root cause of this damage could not be determined the cause of this condition remains unknown.

Event description:
It was reported the tip of the tearable sheath was fractured, and the guide wire did not pass smoothly, which affected the guide wire insertion. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recv1470 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the tip of the tearable sheath was fractured, and the guide wire did not pass smoothly, which affected the guide wire insertion. No other information was provided.